Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm3) due to error 32056. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm3 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The probable root cause of error 32056 points to axes controller, arm (aca) in usm3 failed to initialize i2c device.

Event description:
It was reported that a continuous recoverable fault occurred on universal surgical manipulator (usm3). The technical support engineer (tse) was contacted from outside the operating room regarding this issue. The tse joined a call with the customer and instructed a hard power cycle, but the fault persisted. Initial troubleshooting revealed that the axes controller, arm (aca) in the arm 3 usm reported an error log full, and hirose fiber receive power was below the warning limit, affecting communication to the axes controller spar (acs) board. The aca failed to initialize the i2c device related to the encoder eeprom and encountered multiple encoder errors, failing to read calibration data. The aca board retried access to the encoder eeprom, but errors continued. Repeated recoverable i2c bus errors were reported by the ac_3c, indicating ongoing issues with the physical i2c devices in arm 3 usm. No known impact or patient consequence was reported.